Event description:
Literature: parr "deep brain stimulation in childhood: an effective treatment for early onset idiopathic generalized dystonia" 2007/92/8/708-11. Case 3 suffered a clinical deterioration requiring emergency battery replacement 2 years postoperatively secondary to an expired battery.

Manufacturer narrative:
This report is being submitted following an internal audit.